Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device had an error code of 245.3020 was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, recommended replacing ail. If fault does not clear, replace logic board. If so, recommended sending in for repair. Emailed customer fixed level pricing. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an error code of 245.3020. There was no patient involvement.